Event description:
No controls were in use. Customer stated the device showed a different code than what was labeled on the code key. A request was made for the returen of the suspect device and replacement product was sent.